Event description:
I used fixodent from 1984 until 2009 while using fixodent, I began to experience lapse in memory, numbness in my extremities, and being off balance. Blood tests show low levels of copper in my blood and zinc normal.